Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2007; 4193 implantable pacing lead (B)(6) 2007; 7000 competitor implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the returned device indicated a damaged grommet and a loose/detached set screw.

Event description:
It was reported that during implant, it was not possible to engage the setscrew on the right ventricular coil port of the device. After multiple attempts to engage the setscrew, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.